Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the electrocardiogram connector on the link electronic module board was loose and the board would need to be replaced, and that the hard drive health was less than 100% and the hard drive would need to be replaced as well. The programmer was to be scrapped. (B)(4).

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.